Manufacturer narrative:
(B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had gel smearing after centrifugation. No report of injury or medical intervention. No report of blood exposure to mucous membrane.